Manufacturer narrative:
This report is being submitted due to a sentinel event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. The device evaluation is anticipated; however, has not commenced to date. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted. This event reported three (3) clip appliers as suspect devices; therefore, this medwatch is associated with the following medwatches: 1320894-2014-00065, 1320894-2014-00066, and, 1320894-2014-00067.

Event description:
It was reported to conmed that, "the doctor has returned the 3 reflex elc 20m/l clips 10/11mm (3 products). He reported that the clips were closing wrong and the so it was not possible to ligate the vessel and so there was too much blood." It was also reported that there was no patient injury.

Manufacturer narrative:
Two (2) "used" elc clip applier units were received for evaluation on 09-jun-2014. An evaluation and visual inspection of the first unit found thirteen (13) clips remaining in the cartridge out of the original twenty (20) clips. The clip stop was severely bent and the jaw width appeared to have been widened. Measurement of the jaw width found it was slightly above specification. Due to the damaged condition of the returned device, the engineer was not able to load the remainder clips into the jaws and form the clips properly for testing. Evaluation of the second clip applier found the unit was received with fifteen (15) clips remaining in the cartridge out of the original twenty (20) clips. There was no apparent damage to the clip stop, but the jaw width appeared to have been widened. Measurement of the jaw width found it was slightly above specification. All of the remaining clips were also evaluated and found thirteen (13) out of the fifteen (15) clips were above the eye gap requirements. Further inspection found all the clips passed visual inspection for poor closure and scissoring. In this instance, the root cause of this reported problem of "closing wrong" was unable to be determined. However, based on available information it is believed that the most probable cause of this reported problem was user related. Past investigations of similar complaints have shown this type of reported failure can occur if a clip was inadvertently fired over a previous applied clip. In addition, the "widened jaws" observed on the returned "used" device was most likely due to misuse of the device for tissue manipulation during use. The devices were manufactured on 03-jun-2013. Of the lot containing (B)(4) units, there were no similar complaints received. A review of the DHR found there were no issues or abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. To date, there have been no serious injuries or patient long term adverse effects reported. The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. To ensure proper function of the endoscopic clip applier and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: do not use the endoscopic clip applier on vessels upon which metal ligating clips would not normally be used. Before endoscopic instruments and accessories from different manufacturers are utilized together in a procedure, verify compatibility prior to the start of the procedure. Always check to see that a clip is in the jaws before squeezing trigger. Closing of empty jaws on tissue may cause tissue damage. Always ensure trigger is squeezed completely and allowed to open to full initial position. Ensure the tissue or vessel fits completely within the confines of the clip or hemostasis may be compromised. When firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. When dividing the tissue next to the clip, the length of remaining cuff must be equal to or greater than the diameter of the vessel. Dividing the tissue immediately next to the clip, or otherwise leaving a short inadequate cuff, may result in the clip slipping off the tissue, compromising hemostasis. Inspect the ligation site to ensure proper application and that hemostasis has been achieved.

Manufacturer narrative:
This event reported three (3) clip appliersw as suspect devices; therefore, this medwatch is associated with the following medwatch reports; 1320894-2014-00065, device lot number 1305201; 1320894-2014-00066, device lot number 1306031 - device #1; and, 1320894-2014-00067, device lot number 1306031 - device #2. The device evaluated as first unit on medwatch 1320894-2014-00067 supplemental #1is the evaluation for medwatch 1320894-2014-00066. The device evaluated as second clip applier on medwatch 1320894-2014-00067 supplemental #1is the evaluation for medwatch 1320894-2014-00067.